Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 41 (motor power supply voltage error detected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed customer received pump errors 41 & 43. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. There were no pump error 41 or pump error 43 noted during testing. There were no pump error 41 or pump error 43 noted when performing the pump history review 1 week prior to the event date 25-jun-2024. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-jun-2024 in the pump history file. 06/25/2024 13:50:42.000 batteryremoved (55) 06/25/2024 13:50:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/25/2024 13:51:00.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 06/25/2024 13:51:09.000 batteryremoved (55) 06/25/2024 13:51:09.000 alarmalertnotification (40) faultnumber: batteryremoved (84) pump error 23 was expected due to the battery removed and the pump's time reset. Pump error 23 - not confirmed. The pump passed the functional testing. Pump error 41 not confirmed. Pump error 43 not confirmed. However, moisture damage was found on the electronic assembly during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.